Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: two tulip filters placed from jugular approach failed to expand. Both filters were retrieved with a cook snare and a third tulip filter was successfully placed from femoral approach. No reported harm to the patient. The complaint is confirmed based on visual and/or functional inspection. A part of the devices was returned for evaluation. The device evaluation determined the following: the two tulip filters were returned. The diagonal distances between the filter legs were found outside specifications. However, the affected distances were likely a result of the filters being wrapped in plastic upon return. Images were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: two nearly identical poor quality venographic images of the deployed gunther tulip inferior vena cava (ivc) filters were submitted for review. Both images demonstrate the deployed gunther tulip ivc filter in the infrarenal ivc. The filter demonstrates a significant leftward tilt of 18°. The filter feet are clustered together towards the right aspect of the ivc, with the maximal distance between the filter feet measuring 6mm. The ivc has a dramatic dextroconvex curvature, causing the filter and the delivery sheath to be directed towards the right aspect of the ivc, instead of centered in the ivc. The location chosen for filter deployment is just past the apex of the curvature, so stiff sheath is directly pointed towards the right wall of the ivc. The patient¿s anatomy and potentially the deployment steps contributed to the complaint. As the stiffness of the filter in the deployment sheath was advanced, this resulted in even more rightward directed force, causing the filter feet to be directed towards the lateral ivc wall instead of centered in the ivc. If the filter was then advanced, instead of retracting the sheath, this would have resulted in the filter feet immediately engaging with the lateral wall of the ivc, inhibiting their appropriate expansion. Most ivc¿s are more oval shaped as opposed to circular, so by being directed towards the narrow part of the oval, this would stop the filter from expanding as the feet with engage with the endothelium. In addition, even if the filter was not advanced during deployment, but the sheath was retracted, with the filter feet directed so laterally, in the narrow portion of the oval, the same situation would have occurred. This situation could have been avoided several ways. If the entire filter was deployed more caudally in the ivc, this would have allowed the operator to advance the filter to a straighter segment of the ivc, much past the apex of the ivc curve, allowing it to avoid being directed at the right wall of the ivc. Additionally, a stiff buddy wire could have been used to help straighten the system allow it track more in the center of the ivc. Or deploying via a femoral approach, as was eventually performed, would have avoided the curvature of the ivc entirely. The fact that two separate ivc filters had the same issue in the same location speaks to this not being a device issue, but rather a deployment/physician experience issue in being able to trouble shoot why the filter was not performing up to expectations based on slight variations in the patient¿s anatomy. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint devices were manufactured to specifications. There is evidence to suggest that user did not follow the instructions for use and/or label, as filter expansion/position was not verified before filter release and the introducer sheath and protection sheath were likely not withdrawn to expand and release the filter in correct position. The device was used in a manner inconsistent with the product labeling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible causes are that the filter expansion was not verified before filter release and/or that the filter was advanced through the sheath for expansion and release. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: two gunther tulip jugular ivc filters did not deploy (failed to open completely). A femoral set was used successfully. Both filters were retrieved with a cook snare system. Patient outcome: no harm to patient.